Event description:
Patient contacted manufacturer directly and reported to have suffered a possible allergic reaction to a tooth extraction and bone grafting procedure where the clinician used bio-oss and bio-gide. The dental practice confirmed that the patient is progressing clinically as expected. Otherwise no medical records are available to the manufacturer. Manufacturer has evaluated manufacturing records for the products used in the procedure and no deviations from manufacturing requirements or quality requirements are observed. Manufacturer confirmed that these lot numbers correlate with orders shipped to dental practice; (B)(4); expiration date 13 dec 2024 and bio-gide 82001253 expiration date 03 aug 2022. This report reflects the same event as report 9614442-2022-00002, reported separately as two different geistlich products used in procedure.

Manufacturer narrative:
Possible side effects which may occur are listed in respective product IFU: adverse reactions: (bio-gide). As geistlich bio-gide® is a collagen product in very rare cases allergic reaction may occur. Possible complications which may occur with any surgery include swelling at the surgical site, flap sloughing, bleeding, dehiscence, hematoma, increased sensitivity and pain, bone loss, redness, and local inflammation. Geistlich bio-gide® contains collagen and as such, in rare cases it is possible for a patient to develop an allergic reaction against it. In order to eliminate even the very low risk of an allergic reaction, an allergy test may be performed. Additional information had been inquired but despite the efforts made additional data requested were not provided in order to perform the evaluation. Based on the information received, it is not clear why in this case the clinical outcome has not been successful as expected. There are no details to our knowledge with respect to the choice of treatment method intra-operative and post-surgical medications which could negatively influence the outcome of the treatment.